Event description:
It was reported that the pt underwent a successful percutaneous intervention (stenting) of the 95% stenosed, right internal carotid artery in 2004. The pt did experience transcient hypotension following the procedure that was felt to be related to baroreceptor relfex and required an IV dopamine infusion. Neuro status remained unchanged during and immediately following the procedure. The next day, a neurology nih stroke scale assessment found the pt to have mild dysarthria, decreased right-sided motor function, partial facial paresis, and partial gaze palsy. An emergent head CT was performed on the same day, which revealed an acute right inferior cerebellar infarct with no hemorrhage. A repeat CT performed two days later was unchanged. On the morning of same day, the pt experienced an acute episode of respiratory distress requiring intubation for adequate oxygenation. Following a family conference, it was the wishes of the family for the pt to be a dnr and to be electively extubated because it was the pt's original wishes not to be intubated. The outcome was death.